Manufacturer narrative:
The hybridknife® flex t-type (knife) was not available for an evaluation. Based on the reported incident, there are most likely many factors involved with the reported event (i.e., tensile and dielectric strength of the knife's electrode tip, equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incident. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during an endoscopic submucosal dissection (esd). No information was provided regarding any other equipment or accessory used in the procedure. The equipment settings employed during the esd were also not provided nor any details of the esd. Per the report, it was noticed that after the procedure, the knife's electrode tip had come off. There was no report of any patient injury.